Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose by administering a partial correction bolus via the pump and a partial correction injection using multiple daily injections, without requiring third-party assistance. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. To resolve the issue, the customer changed the cartridge and resumed insulin delivery.